Event description:
Patient was revised to address tibial loosening at the cement/bone interface. Competitors cement was used at the primary surgery. The femoral component was not in good alignment.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. The product code and lot code required in retrieving the device history records for reviewing and searching the complaint database were not provided. The investigation could not draw any conclusions about the reported event based on the lack of the product to examine and insufficient product information. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The product and x-rays associated with this reported event were not returned for examination. The product code and lot code required in retrieving the device history records for reviewing and searching the complaint database were not provided. Provided information states the femur was not in good alignment. The investigation could not draw any conclusions about the reported event based on the lack of the product to examine and insufficient product information. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.